Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 19-jan-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen (2,000 mcg/ml at 100 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient had an increase in spasticity symptoms. The patient had multiple volume discrepancies over the last several pump refill visits. The date of the refills and the exact amounts for the discrepancies was not provided. It was reported that the pump was flipping in the abdomen/pump pocket which resulted in kinking/twisting of the proximal segment of the catheter. Imaging demonstrated that the existing catheter was at the c7/t1 interspace. It was unknown if a catheter access study had been done prior to the patient's surgery that day. The patient was taken to the operating room for a planned catheter revision/replacement. The catheter was replaced in its entirety. The hcp opened the lumbar incision and placed the new catheter new the old catheter. The pump pocket was then opened and dissected down to the existing pump and proximal segment. They discovered that the catheter had been twisted and kinked off in multiple locations. The hcp untwisted the existing catheter and attempted to aspirate but they were unable to obtain any cerebrospinal fluid (csf). The hcp used a tunneling device to bring the new proximal segment from the existing pump pocket to the lumbar incision and then connected it to the new spinal segment using the collet. The pump was when connected to the new catheter. A catheter aspiration was done with positive return of csf. The physician then proceeded to remove the old catheter in its entirety. The pump was placed back in the pocket and incisions were then irrigated and closed. To prevent symptoms of toxicity/overdose, the patients dosing was reduced from baclofen 950g/day to 100g/day; which resulted in a 89.5% decrease. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved from the company representative (rep) indicated that they were not made aware of any of the volume discrepancy details; this includes dates or specific expected/actual volumes. Additionally, the company rep catheter was found to be twisted/kinked in multiple locations within the pump pocket due to repeated flipping of the pump. Thus likely the cause of the volume discrepancies/catheter obstruction.